Manufacturer narrative:
The device had a cracked reservoir tube lip, cracked battery tube threads, and a cracked case near display window corners noted during visual inspection. All buttons on the device function properly, however, moisture damage was noted on keypad traces. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 74 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.